Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer mentioned to have high and low blood glucose. Customer's blood glucose was 589 mg/dl. Customer delivered a bolus but blood glucose went up to 600 mg/dl. Customer declined troubleshooting for blood glucose. Customer will not be returning the device for analysis.